Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The wires are exposed. The instrument was placed and drive on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. Additionally, the maryland bipolar forceps instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The instrument was also found to have scratched yaw pulley. There are severe scratches/abrasions on the yaw pulley in between the jaws.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was observed to have a potential thermal damage or import damage in between the instrument joint when opened. It did not work when inserted. A backup instrument was used. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.